Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other device involved in this event: heartware ventricular assist system - ac adapter; ac adapter / unknown serial / model #: (B)(4), UDI #: asku. No device evaluation anticipated, but not yet begun mfg date: unknown, (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a red alarm that resolved itself before the patient saw it. Patient also notice that the ac adapter was not working and switched to the backup adapter. Once in the clinic the ac adapter was tested, and it was working. The site did not notice any alarms in the patient¿s history but notice a loss of data. The controller still in use. The ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h10 .product event summary: one controller (B)(4) and one controller ac adapter with unknown serial number were not returned for evaluation. The reported inability of the controller ac adapter to provide power could not be confirmed as the unit was not returned for analysis. Log file analysis revealed a controller power up event on (B)(6) 2017, at 23:15:40. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 87% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for 9 seconds. As a result, the reported loss of power event was confirmed. Analysis of the alarm log file did not reveal any high priority alarms around the time of the reported event. However, when the controller starts up, the light emitting diode (led) indicators for both power sources and the alarm indicator on the controller's front panel will flash red for a brief moment. This may have been perceived by the patient as the reported ¿red alarm¿. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the controller, (B)(4), and cac adapter with unknown serial number were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6), 2017, at 23:15:40. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 79% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 87% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 9 seconds. Log file analysis did not reveal any alarm near the event date. As a result, the reported ¿red alarms¿ and controller ac adapter with no power could not be confirmed. However, the reported loss of power was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller ac adapter to provide power may be attributed, but not limited to, a faulty internal component and/or due to an open circuit along the output cable. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The manufacturer has initiated an internal investigation to capture events involving the controller losing power. Additional product ac adapter/ unknown serial number h3: yes h6: method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a1, a3, b5,e1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a red alarm that resolved itself before the patient saw it. Patient also notice that the controller ac adapter was not working and switched to the backup adapter. Once in the clinic the controller ac adapter was tested, and it was working. The site did not notice any alarms in the patient¿s history but notice a loss of data. Log file analysis revealed a loss of power to the controller. The controller still in use. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.